Event description:
It was reported, that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. Because the patient felt his penile length was not adequate, and he was not easily able to pump up the device. The cylinders and pump were removed and replaced. And the reservoir was left inside the patient. Prior to starting the procedure, the physician attempted to pump it up while the patient was under anesthesia. The physician was able to inflate cylinders. However, it was quite difficult to squeeze the pump. No further information was provided.